Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs serial number (B)(4). At 11:26 a.m. A sample from the patient was tested on the meter and it resulted as 6.6 inr. At 11:28 a.m., the a sample was collected from a different finger of the patient and tested on the same meter, resulting as 1.6 inr. At 11:33 a.m., a sample from a different finger of the patient was tested on a second meter and the result was 1.5 inr. The customer then immediately used a second drop from the same fingerstick of the patient and tested this on the original meter, resulting as 2.6 inr. The customer stated that the value of 6.6 inr was believed to be inaccurate. The 1.5 inr value was believed to be accurate and the patient's warfarin dosage was increased based on this value. All results were reported to the doctor, but the patient's warfarin dosage adjustment was based only on the meter result of 1.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is 1 to 2 times per week. The patient does not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 168936) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 48%, donor 2 hct: 49%. Testing results: donor #1: master lot: 2.5 inr, customer strip and meter: 2.4 inr. Donor #2: master lot: 2.2 inr, customer strip and meter: 2.1 inr. The obtained results were in the allowed range. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications.